Event description:
Account reports incidents in which leakage occurs at the tubing/stopcock connection during injection of contrast media. Reporter stated a pressure injector is not being utilized. No patient compromise reported.